Event description:
Affiliate reports that the patient had a shunt, which was not operating appropriately. The doctor could see from the x-ray that the distal catheter was rotated. During the operation they did not find a stop in the ventricle catheter or in the shunt. However, they did find a hole in the distal catheter when they changed the catheter. The boy has been operated approximately 10 times in the abdomen by the surgeon after the shunt system was implanted. Additional information from the affiliate indicated that the patient originally received the shunt system a long time ago. It was implanted by another surgeon and they are speculating that the previous surgeon might have inadvertently cut the catheter during implantation.

Manufacturer narrative:
Codman has received the device for evaluation. Upon completion of the investigation a follow up report will be filed.